Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges laying against his heating pad due to lower back pain for a bulging disc on his sofa. Consumer alleges going upstairs leaving heating pad returning to a big burn hole in his sofa. There was no report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.

Event description:
Consumer alleges laying against his heating pad due to lower back pain for a bulging disc on his sofa. Consumer alleges going upstairs leaving heating pad returning to a big burn hole in his sofa. There was no report of personal injury with this incident.